Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device was not returned; however, device log data was reviewed for the reported low blood glucose (bg) event. On (B)(6) 2025, the device recorded multiple low and urgent low bg alerts, including a nadir bg of 44mg/dl consistent with the reported event. The device responded appropriately with alerting functions, and insulin delivery adjustments were made as expected. No malfunctions or anomalies were found. The cause of the user's hypoglycemia is indeterminate.

Event description:
On 09-jun-2025, the user reported experiencing a low blood glucose (bg) of 44mg/dl over memorial day weekend ((B)(6) 2025) while camping. The user became non-responsive during sleep and was assisted by their spouse, who provided oral carbohydrates to treat the low bg. The ilet insulin pump alerted for the low bg, and the user did not require medical intervention.